Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that several years after implant, a high left ventricular (lv) lead pacing impedance value was observed with lead al ert warnings. At the time of the high impedance, the physician programmed the alert off and continued to monitor the patient via remote monitoring. The patient then presented for a routine replacement of their cardiac resynchronization therapy defibrillator (crt-d) and high lv pacing impedance was observed again. The lv tip-rv coil impedance was measured, which showed acceptable impedance measurements and threshold value. The lv ring-rv coil impedance was then tested and high impedance was shown with intermittent capture at high outputs. A fracture of the lv ring conductor was suspected, however, the lead was then directly tested with the analyzer and normal impedance was observed. The device was then changed out and when the new device was connected, normal impedance and thresholds were seen. It was then suspected there was a possible issue with the device header and the lv port and there was no indication of an issue with lv lead, which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Correction: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.